Event description:
It was reported that the patient was admitted to the hospital due to having seizures. The patient's magnet was taped over the device, but the magnet was later lost. The physician requested that the patient's device be checked and programmed on if off. The patient's device was checked and was reported to be fine. It was unclear if the patient had the seizures while the magnet was taped over the device or if the magnet was taped over the device due to the seizures. No further relevant information has been received to date.